Event description:
A (B)(6) male was undergoing a right heart catheterization and endomyocardial biopsy due to heart transplant in (B)(6) of 2015. During the procedure, the endomyocardial biopsy forceps would not open or close. The device was inserted into the patient and the jaws of the device would not open to obtain the biopsy. The device was removed and the physician used another device to complete the procedure.